Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (b)(4_. No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "there are 8 pediatric-related reports, including incidents involving disconnection of the needleless connector from extension tubing; blood backflow from the IV resulting in contamination of the patient, bedding, and provider; connectors found disconnected in packaging; defective connector grooves preventing syringe attachment; complete disconnection of the extension from the IV catheter; and extension disconnection during medication infusion, leading to unknown medication loss and uncertainty regarding the dose received by the patient. There are 6 adult-related reports, including disconnection of the needleless connector from extension tubing resulting in blood loss; inability to flush the line and loss of chemotherapy medication due to a portion of the connector breaking inside the syringe; and blood and/or medication loss due to connector disconnection during infusions. Additionally, the connector is not compatible with certain prefilled glass syringes"